Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and observed the issue. To fix these issues the fse replaced the reel, ac power cord, domestic, tdk lambd (0012-00-1688-21).the fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and observed the issue. To fix these issues the fse replaced the reel, ac power cord, domestic, tdk lambd. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit's ac reel power cord assembly was broken by the customer. The biomed tried to replace the receptacle but that did not fix the issue. There was no patient involvement, and no adverse event reported.